Event description:
The customer reported the ventilator would not power on without the battery connected. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) replaced the power management pcb board to address the reported problem. Applicable final testing was performed per operating specifications.